Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure protrusion into myometrium/perforation of essure on her left side tube") in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, back pain, discomfort, parity 1 on (B)(6) 2014 and gravida I on (B)(6) 2014. Concurrent conditions included perineal pain, abdominal pain, vaginal hysterectomy, adenomyosis and chronic cervicitis. Family history included cervical cancer (mom, maternal aunt), fibroids (mother, maternal aunt), high cholesterol (paternal grandmother), asthma (paternal grandmother), bronchitis (paternal grandmother), hypertension (maternal grandmother, paternal grandmother) and hysterectomy (mother). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("excessive and abnormal bleeding during menstruation"), pain in extremity ("pain in her left leg"), rash ("rashes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia and pain in extremity outcome was unknown and the rash and weight increased had resolved. The reporter provided no causality assessment for embedded device, rash and weight increased with essure. The reporter considered menorrhagia and pain in extremity to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. On or about (B)(6) 2017, plaintiff saw her physician and underwent a major surgery (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: perforation of essure on her left side tube. On (B)(6) 2014 and (B)(6) 2016 hysterosalpingogram was performed. On (B)(6) 2016 findings: the bilateral essure tubal micro inserts are in excellent position. There is good distention of the uterine cavity. No filling of the fallopian tubes is identified. There is no free intraperitoneal spillage of contrast water-soluble contrast. Conclusion: satisfactory post essure appearance. Bilateral tubal occlusion. On (B)(6) 2016 patient has a history of abnormal pap~ ascus and (B)(6). Last pap 1/16 and was normal. On (B)(6) 2017 gross description: the right fallopian tube demonstrates a tan-pink serosa with fimbria measuring 8.0 cm in length by 5 mm in diameter and demonstrated thin-walled paratubal cyst containing clear colorless fluid measuring 9 mm in greatest dimension. The proximal segment of the right fallopian tube demonstrates a metallic coiled cylindrical wire, consistent with an essure implant which is embedded in the soft tissues measuring approximately 2.0 cm in length by 2 mm in diameter. The left fallopian tube demonstrates a glistening tan-pink serosa measuring 7.5 cm in length by 6 mm in diameter. The proximal portion of the left fallopian tube and left cornu demonstrates a metallic cylindrical wire grossly consistent with an essure implant embedded in the soft tissues, measuring approximately 3.0 cm in length by 2 mm in diameter. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs and medical record received: new reporters, patient dob, historical conditions, family history, new events rashes, weight gain and fallopian tube perforation added.outcome for the events rashes and weight gain added as recovered / resolved. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure protrusion into myometrium/perforation of essure on her left side tube/ perforation in myometrium/ migration of essure device - location of device: myometrium"), genital haemorrhage ("abnormal bleeding") and procedural haemorrhage ("excessive bleeding during procedure") in a (B)(6) year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergone an essure confirmation test on (B)(6) 2016" on (B)(6) 2016. The patient's past medical history included ovarian cyst, back pain, discomfort, multigravida, parity 5 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2014.) And ovarian cystectomy. Concurrent conditions included perineal pain, abdominal pain, vaginal hysterectomy, adenomyosis, chronic cervicitis, overweight and itching. Family history included cervical cancer (mom, maternal aunt), fibroids (mother, maternal aunt), high cholesterol (paternal grandmother), asthma (paternal grandmother), bronchitis (paternal grandmother), hypertension (maternal grandmother, paternal grandmother) and hysterectomy (mother). Concomitant products included ibuprofen from (B)(6) 2016 to (B)(6) 2017 for migraine and headache and hydrocortisone for rash. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and device expulsion ("essure protrusion into myometrium/perforation of essure on her left side tube/ perforation in myometrium/ migration of essure device - location of device: myometrium"). In (B)(6) 2016, the patient experienced tooth fracture ("tooth breakage") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced weight increased ("weight gain / weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), pain in extremity ("pain in her left leg"), rash ("rashes / legs, arms, & neck") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, procedural haemorrhage, menorrhagia, pain in extremity, device expulsion and vaginal discharge outcome was unknown and the genital haemorrhage, rash, weight increased, tooth fracture, dyspareunia, fatigue, alopecia, migraine, headache and nausea had resolved. The reporter provided no causality assessment for embedded device, rash and weight increased with essure. The reporter considered alopecia, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, procedural haemorrhage, tooth fracture and vaginal discharge to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. On or about (B)(6) 2017, plaintiff saw her physician and underwent a major surgery (unspecified) current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: perforation of essure on her left side tube. On (B)(6) 2014 and (B)(6) 2016 hysterosalpingogram was performed. On (B)(6) 2016 findings: the bilateral essure tubal micro inserts are in excellent position. There is good distention of the uterine cavity. No filling of the fallopian tubes is identified. There is no free intraperitoneal spillage of contrast water-soluble contrast. Conclusion: satisfactory post essure appearance. Bilateral tubal occlusion. On (B)(6) 2016 patient has a history of abnormal pap~ ascus and (B)(6). Last pap (B)(6) and was normal. (B)(6) 2017 gross description: the right fallopian tube demonstrates a tan-pink serosa with fimbria measuring 8.0 cm in length by 5 mm in diameter and demonstrated thin-walled paratubal cyst containing clear colorless fluid measuring 9 mm in greatest dimension. The proximal segment of the right fallopian tube demonstrates a metallic coiled cylindrical wire, consistent with an essure implant which is embedded in the soft tissues measuring approximately 2.0 cm in length by 2 mm in diameter. The left fallopian tube demonstrates a glistening tan-pink serosa measuring 7.5 cm in length by 6 mm in diameter. The proximal portion of the left fallopian tube and left cornu demonstrates a metallic cylindrical wire grossly consistent with an essure implant embedded in the soft tissues, measuring approximately 3.0 cm in length by 2 mm in diameter. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 29-jan-2018: pfs received. Events- "abnormal bleeding, tooth breakage, dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, migration of essure device - location of device: myometrium, nausea, vaginal discharge, excessive bleeding during procedure and undergone an essure confirmation test on (B)(6) 2016", historical condition, concomittant drug, reporter, lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure protrusion into myometrium/perforation of essure on her left side tube/ perforation in myometrium/ migration of essure device - location of device: myometrium"), genital haemorrhage ("abnormal bleeding") and procedural haemorrhage ("excessive bleeding during procedure") in a 31-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergone an essure confirmation test on (B)(6) 2016" on (B)(6) 2016. The patient's past medical history included ovarian cyst, back pain, discomfort, multigravida, parity 5 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2014.) And ovarian cystectomy. Concurrent conditions included perineal pain, abdominal pain, vaginal hysterectomy, adenomyosis, chronic cervicitis, overweight and itching. Family history included cervical cancer (mom, maternal aunt), fibroids (mother, maternal aunt), high cholesterol (paternal grandmother), asthma (paternal grandmother), bronchitis (paternal grandmother), hypertension (maternal grandmother, paternal grandmother) and hysterectomy (mother). Concomitant products included ibuprofen from september 2016 to november 2017 for migraine and headache and hydrocortisone for rash. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and device expulsion ("essure protrusion into myometrium/perforation of essure on her left side tube/ perforation in myometrium/ migration of essure device - location of device: myometrium"). In (B)(6) 2016, the patient experienced tooth fracture ("tooth breakage") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced weight increased ("weight gain / weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), pain in extremity ("pain in her left leg") and rash ("rashes / legs, arms, & neck"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, procedural haemorrhage, menorrhagia, pain in extremity, device expulsion and vaginal discharge outcome was unknown and the genital haemorrhage, rash, weight increased, tooth fracture, dyspareunia, fatigue, alopecia, migraine, headache and nausea had resolved. The reporter provided no causality assessment for embedded device, rash and weight increased with essure. The reporter considered alopecia, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, procedural haemorrhage, tooth fracture and vaginal discharge to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. On or about (B)(6) 2017, plaintiff saw her physician and underwent a major surgery (unspecified) current weight: 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion ultrasound scan - on (B)(6) 2017: perforation of essure on her left side tube. On (B)(6) 2014 and (B)(6) 016 hysterosalpingogram was performed. On (B)(6) 016 findings: the bilateral essure tubal micro inserts are in excellent position. There is good distention of the uterine cavity. No filling of the fallopian tubes is identified. There is no free intraperitoneal spillage of contrast water-soluble contrast. Conclusion: satisfactory post essure appearance. Bilateral tubal occlusion. On (B)(6) 2016 patient has a history of abnormal pap~ ascus and hpv +. Last pap 1/16 and was normal. (B)(6) 2017 gross description: the right fallopian tube demonstrates a tan-pink serosa with fimbria measuring 8.0 cm in length by 5 mm in diameter and demonstrated thin-walled paratubal. Cyst containing clear colorless fluid measuring 9 mm in greatest dimension. The proximal segment of the right fallopian tube demonstrates a metallic coiled cylindrical wire, consistent with an essure implant which is embedded in the soft tissues measuring approximately 2.0 cm in length by 2 mm in diameter. The left fallopian tube demonstrates a glistening tan-pink serosa measuring 7.5 cm in length by 6 mm in diameter. The proximal portion of the left fallopian tube and left cornu demonstrates a metallic cylindrical wire grossly consistent with an essure implant embedded in the soft tissues, measuring approximately 3.0 cm in length by 2 mm in diameter. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.